Manufacturer narrative:
There was no patient involvement, thus no patient data exists. Actual device was evaluated on site by a field service rep on (B)(4), 2011. The initial reporter's occupation was unk at the time of this report. Additional attempts will be made for this info. Eval summary: after further eval on site by a field service tech, it was confirmed that the extension arm was out of alignment. The likely root cause of the malfunction is from a collision with another piece of hosp equipment. This collision has caused the monitor and arm assembly to significantly swing when placed in a certain position. In this case, the suspension was replaced and tested for movement. This malfunction has the potential to cause or contribute to a serious health risk if the device were to impact a user who was unaware of the free movement of the extension arm. This specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that the extension arm was completely knocked out of alignment which caused arm to swing rapidly. There was no reported pt involvement, and no reported adverse consequences.